Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown procedure, the dynamic hip and condylar screw system (dhs/dcs) wrench, dhs/dcs centering sleeve long, connecting screw short and guide shaft, for insertion of dhs/dcs screws broke. It was unknown how the procedure was completed and if there was a surgical delay due to the reported event. There was no patient outcome reported. This report is for one (1) dhs/dcs coupling screw. This is report 2 of 3 for complaint (B)(4).